Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer was unable to complete pump rewind. Customer was performed self test and hardware low level failure alarm occurred. Troubleshooting was performed. The insulin pump will not be returned for analysis.